Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use which accompanies each device states in the section labeled adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.

Event description:
It was alleged by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain and suffering, and have sustained permanent injury and substantial physical deformity and have undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced stress urinary incontinence, dyspareunia, rectal discomfort, constipation, pelvic discomfort, urethral obstruction from transobturator tape , vaginal mesh erosion, pain from mesh erosion into the rectum and cystocele.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced rectal discomfort, urgency, stenosis and pain from the posterior mesh, anti tenesmus from probable mesh erosion into the rectum, a midline cystocele, an apical enterocele, dysuria, pyuria, urinary tract infections, yeast infections, granulation tissue requiring two silver nitrate applications in ((B)(6) 2007), vaginal bleeding after intercourse, an irritable colon, urethral obstruction from the transobturator tape, release of the transobturator tape, removal of the posterior vaginal mesh, a laparoscopic burch procedure, cystourethroscopy on ((B)(6) 2009), incomplete bladder emptying, a pinching sensation in the vaginal area, left lower quadrant pain, defecatory dysfunction, bladder outlet obstruction, and grade one vesicoureteral reflux.